Manufacturer narrative:
H6: patient related factor. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -11.0/1.0/055 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023, the lens was removed due patient request. Reportedly, "the patient was dazed. After communication with the doctor, it was suggested to adapt for one month, but the patient still could not adapt and strongly requested the removal of the lens." The problem was resolved. Cause of the event was a patient related factor.